Event description:
Additional information: it was reported that additional pump stoppages occurred on (B)(6) 2018. The patient was taken to the or on (B)(6) 2018 for an urgent pump exchange due to percutaneous lead integrity issues.

Manufacturer narrative:
The explanted pump was returned for investigation. The evaluation is not yet complete.

Manufacturer narrative:
Approximate age of device: 3 years, 11 months. Device evaluation: a review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported (B)(6) 2018 that the patient¿s lvad support presented with pump stoppages and low speed events. The submitted log file was reviewed by the manufacturer¿s technical service representative and the pump stoppages was confirmed. X-rays were remarkable for an area of potential damage on the external portion of the percutaneous lead (driveline). On (B)(6) 2018 the manufacturer¿s technical service representative performed a percutaneous lead (driveline) replacement. An ungrounded power module patient cable was provided to the patient. No further information was provided. The patient was asymptomatic.

Manufacturer narrative:
Device analysis: the reported pump stoppages were confirmed through the evaluation of the submitted log file; however, a specific cause for these events could not be conclusively determined through this investigation. The explanted pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the distal portion of the dl was returned in one segment measuring approximately 30 inches. A repair site was observed from a previous distal-end repair on the 30 inch driveline segment. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were not returned. Upon disassembly of the pump, visual inspection of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The replaced portion of the driveline was returned in one segment measuring approximately 16 inches. Electrical continuity testing of the segment found all wires to be electrically intact. Damage to the outer jacket was observed approximately 2.5 inches from the metal connector. Visual examination of the underlying wires revealed no evidence of damage or wear to their insulation. Additional hi-pot testing of this dl segment did not reveal any areas of compromised wire insulation that would have contributed to the reported events. Both the pump-end segment and the distal portion of the driveline were tested for electrical continuity in the condition that they were received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate cover, and the metal braided shield layers were carefully removed to evaluate the underlying wires. Visual examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. Although a specific cause for the confirmed pump stoppage could not conclusively be determined through this evaluation, the pocket controller is designed to protect the heartmate ii lvas from damage during high current events and to step down the motor speed if the motor load exceeds the drive capability of the motor. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.